Manufacturer narrative:
The reported event of unable to insert guidewire was confirmed. As received, a complete lead with stuck guidewire was returned in one piece. Visual inspection found the polytetrafluoroethylene coating of the guidewire was stripped and clogged up in the inner coil distal to connector pin. The connector pin and cap were pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The cause of guidewire being unable to advance through the lead was due to the guidewire being clogged up in the inner coil distal to connector pin. A review of the device history record confirmed that no issues were identified related to this reported event.

Event description:
During initial implant procedure, the guidewire was unable to advance through the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable.